Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot # 1 k506b. He opened the bottle of test strips approx 3 weeks ago and obtained readings in the 90-110 mg/dl range. He did not question the readings because they were "good results". He obtained readings in this range for approx one week. Because his readings usually flucuate more and often exceed 110 mg/dl, he began to question the results. He took his meter and test strips to his doctor's office and performed a side comparison with another brand test strips and the doctor's meter (another MFR's, type unknown). The result with another test strips on the doctor's meter was 191 mg/dl and the result with co test strips on the customer's was 110 mg/dl. The customer does not have any normal control solution to the test strips for accuracy. He cannot locate his check strip to test the meter. The code was set correctly for all tests. The desiccant is in the bottle of one test strip.